Event description:
After the fracture and removal of the 1st mongo es pre-shaped wire dr. (B)(6) asked for a 2nd mongo es pre-shaped wire (which came out of the same box with the same lot#) and he inserted it down to the distal pt where he again was unable to navigate the tortuosity and cross the lesion. When he removed the wire he again notified me that the 2nd mongo es pre-shape wire had fractured and separated from the polymer jacket like the 1st one. .